Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the (B)(4), during a transfemoral tavr procedure in the aortic position with a 29mm sapien 3 valve, the balloon burst upon inflation. It was noted that contrast came out and the balloon did not inflate. The valve was not implanted. The patient was noted be doing ¿fine¿. Tools were not used to remove the balloon cover prior to use.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation.  Visual and dimensional analysis was performed.  During visual inspection, the crimp balloon was observed to be torn proximal to the I/c bond.  Gouging was observed along one side of the flex tip face.  Signs of compression were noted on the distal end of the flex shaft.  No other abnormalities observed on delivery system.  Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. However, the complaint was confirmed based on visual inspection of the device.  During dimensional testing, double wall thickness of the crimp balloon was measured.  Of note, the area distal to the separation could not be measured as that area consists of the bond area and inflation balloon.  Flex tip outer diameter (od) was measured as well.  The crimp balloon double wall thicknesses and flex tip od were found to be within specification.  During the manufacturing process, the entire delivery system (including the crimp balloon inflation balloon, and nose tip) is visually inspected and tested several times for s3 balloon general specifications, crimp balloon molding process, crimp balloon to inflation balloon laser bond process, balloon catheter laser bond prep process, balloon pleat, fold and forming process.  The delivery system then undergoes final inspection and flex catheter and balloon catheter leak testing.  Additionally, the work order undergoes product verification testing as a requirement for lot release.  Lot samples are taken for testing.  These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events.   A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.   A review of lot history revealed no other similar complaints related to ¿balloon ¿ torn¿.   Complaint data for the previous 12 months (april 2017 through march 2018) was reviewed for the commander delivery system (all models and sizes).  Sixty eight (68) other complaint devices were returned and evaluated for ¿balloon ¿ torn¿.  The complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified.  A review of complaint data for march 2018 revealed that the complaint rate exceeded the control limit for the applicable complaint trend category (¿damaged¿). The commander delivery system with s3 IFU, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Based on the review of the IFU and training manual, no deficiencies were identified.   Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment was not required.  The complaint ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device.  No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification.  Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event.  A review of IFU/training materials revealed no deficiencies.  A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra.   Although characterization of the patient aorta was not provided, if the physician performed the valve alignment process in tortuous anatomy, it could result in increased forces being applied to the bond area.  This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip.  The gouges present on the flex tip suggest that valve diving occurred in this case.  If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond.  Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question.  As such, the root cause for this complaint may be attributed to patient and/or procedural factors.  However, based on available information, a definite root cause cannot be determined at this time. No manufacturing or IFU/training inadequacies were identified.  Available information suggests that patient and/or procedural factors may have contributed to the complaint event.  No corrective or preventive action is required at this time.  However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra.

Manufacturer narrative:
During the pre-deco engineering evaluation, an I/c bond separation was confirmed.  The delivery system was returned in the packaging position, unlocked, with the loader cap over the flex shaft and the valve in the shelf jar.  Light gouges were observed on the flex tip. Investigation is ongoing.